Manufacturer narrative:
The insulin pump received with cracked battery tube thread, corroded battery tube, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Analysis was unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was high. The customer's mother reported that the insulin pump was broken around the reservoir and it is not locking in correctly. The collar where the insulin pump locks in is chipped. The customer's blood glucose was over 500 mg/dl and treated it with the insulin pump. The customer's mother tested again later and was still high and held the reservoir in place and treated and that did work. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.